Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the us spoke with the company regarding a device issue with inomax (B)(4). The device was on a pt and no harm was reported. The rt reported second hand that inomax (B)(4) had a blank screen. The rt confirmed that the device was plugged in and main power light indicator was green; but the failure remained. Inomax (B)(4) was removed from svc and returned to the company for svc investigation. Case comment; on (B)(6) 2015, this is a non-serious post-marketing device report. The device failure occurred while being in use on a pt. No adverse event associated with the device failure was reported. The case is considered reportable because a previous similar device failure (display backlight failure) had been associated with serious adverse pt consequence (index case MDR# 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax (B)(4). The device investigation was completed on 6/15/2015. Inomax (B)(4) was returned to the MFR for svc investigation. The regional svc ctr (rsc) review of the svc log revealed a delivery failure (df) alarm with backlight current below minimum: 800 counts, actual value: 616 counts. The rsc confirmed the reported complaint of a blank display at bootup and also experienced df alarm for backlight current below minimum at bootup. The rsc replaced the touchscreen/display. A full functional test was performed and the device operated according to specs so it was returned to the device svc pool. The root cause for this report was display backlight failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR #3004531588-2013-00023).